Event description:
The customer reported that the system continued to perform fluoroscopy after the release of the control button, the system displayed a communication error message and the emergency stop button failed to stop the system. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an over the phone eval. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.